Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the drive support cap is flush. The blood glucose reading was unknown. The caller stated that the insulin pump was exposed to a high magnetic field. Troubleshooting was performed. The customer stated that the insulin pump alarmed motor error. Assisted the caller to run a displacement test and passed. Then the father performed a fixed prime and the device alarmed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. Drive support disk was inspected and no anomaly was noted.